Event description:
It was reported that the patient received inappropriate therapy. The patient will be brought in for reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4), implantable pacing lead, (B)(6), 2008. (B)(4).